Event description:
It was reported that during a low anterior resection procedure, the doctor felt difficulty in grasping the firing trigger at the first firing. It was found that the staples were unformed. Additional suture was performed to complete the procedure. There were no adverse consequences to the pt. Reinforcement material was not used.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.